Event description:
Sparking noise heard coming from direction of cautery unit during laparoscopic cholecystectomy. Cable severed in 2 pieces at the point of connection into the cautery unit. Cable was extremely hot to touch at the severed points.